Manufacturer narrative:
.

Event description:
It was reported that the user received urgent low glucose alerts and experienced hypoglycemia verified by glucometer readings of 42 mg/dl, 40 mg/dl, and 45 mg/dl before rising to 81 mg/dl after treatment with fast-acting carbohydrates totaling approximately 40 grams; the user attributed the low glucose to reduced carbohydrate intake while managing a busy caregiving schedule. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.